Manufacturer narrative:
The reported event was confirmed cause was unknown. One sample was confirmed to exhibit the reported failure. The reported failure is considered out of specification as the reported failure was reproduced. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted that the two-way silicone foley catheter balloon mushroom on the return sample. This does not meet the specification "balloon must not cuff after deflation¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. Correction: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon was difficult to deflate due to the pressure on (B)(6) 2021. The catheter was successfully removed on (B)(6) 2021, but the tip had an uneven surface. It appeared to have been a mushroom-shaped balloon. There had recently been three cases of similar events, including 12f.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was difficult to deflate due to the pressure on (B)(6) 2021. The catheter was successfully removed on (B)(6) 2021, but the tip had an uneven surface. It appeared to have been a mushroom-shaped balloon. There had recently been three cases of similar events, including 12f.